Event description:
Boston scientific received information that the patient had a ventricular assist device (vad) procedure 2 months ago. During the vad procedure the septum was perforated and they had to suture a patch to it. It was noted that there was loss of capture (loc) and low sensing with this right ventricular (rv) lead the physician stated that he thought there was possibly a suture through the lead. The rv lead has been taken out of service. No other adverse patient effects reported.

Manufacturer narrative:
This rv lead has been surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.